Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection of the sample identified a ruptured bladder in a footing position. The bladder was microscopically examined, which did not identify any nonconformances on the interior or exterior surface of the bladder. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that an intermate lv 250 ml/h had a ruptured bladder. The reporter stated that the rupture occurred approximately 30 minutes before the end of an infusion of a non-baxter antibiotic. There was patient involvement, however, there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The assignable root cause of the reported condition is undetermined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.